Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a fiber optic issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields :b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3 h6(health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions,) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer reported the fiber optics were not reading. No errors logged in the system, the only codes were clinical in nature. Unit was inspected, no issue found. Fiber optics worked perfectly. Completed maintenance and calibration successfully. Product passed all functional and safety tests per manufacturer specifications. Completed product inspection per customer/manufacturer requirements.

Manufacturer narrative:
Updated fields: b4. Corrected field: g3. The investigation was finalized on: 08/12/2025.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e3 (event site city), event site email.

Event description:
N/a.